Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Captures the reportable event of packaging foreign matter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter was unpacked on an unknown date. According to the complainant, during inspection, a red foreign object was noticed. There was no procedure and patient involved.

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter was unpacked on an unknown date. According to the complainant, during inspection, a red foreign object was noticed. There was no procedure and patient involved.

Manufacturer narrative:
One flexima ureteral catheter was received totally packaged and sealed inside its original pouch. A visual examination of the complaint device revealed no visible issues. The device looks under good conditions without evidence of damages or anomalies. Reportedly, no foreign matter was found. Based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is cause traced to component failure, since expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter was unpacked on an unknown date. According to the complainant, during inspection, a red foreign object was noticed. There was no procedure and patient involved.

Manufacturer narrative:
Investigation result: a visual examination of the complaint device revealed no visible issues. The device looks under good conditions without evidence of damages or anomalies. Based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is cause traced to component failure, since expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.